Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on all electronic assemblies. The pump was unable to perform displacement test, operating currents measure and off no power test due to blank display. The pump was received with cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 357 mg/dl. The customer stated that the screen went blank. The customer stated that she tried to change the battery and nothing happened. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.